Event description:
Information was received from a patient (pt) regarding an external device. It was reported that their controller is not charging. Caller stated it started charging and then it stopped and said to call medtronic. Caller stated they got the implant powered up to 80%, but they need it charged to 100% because they only charge once a week. Caller stated they keep getting a message about the battery and to call medtronic. Caller stated right now it's showing "cannot continue, recharge the controller battery" which is what they're trying to do. Caller confirmed the controller is plugged into the ac power supply but there is no green light on the controller. Caller stated this is stressing them out and their blood pressure is up and they don't want to have a stroke. Caller stated they've tried all the troubleshooting already but nothing is working. Agent had caller remove the controller battery and examine equipment for damage; caller denied visible damage. Caller plugged in the ac power supply but the controller did not power on. Caller confirmed the ac power supply was plugged in and had a green light. The issue was not resolved. A replacement controller was sent out. The pt then called back and reported that they are still getting the same message to replace controller battery soon while charging. The pt states the recharger (rtm) gets real hot. Pt states that's why she called previously. The pt also mentioned she was in the emergency room yesterday for blood pressure. A replacement rtm was sent out.

Manufacturer narrative:
Continuation of d10: product ID: 97745 serial#: (B)(6), product type: programmer, patient product ID: 97755, serial#: (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3. Analysis found that the cable insulation is pulled out from the donut and wires are exposed and broken. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.